Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n279876002, serial#, implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Healthcare provider (hcp) reported a seroma around the pump pocket. The patient experienced double vision and malaise. Hcp considered stopping the pump or using the minimum rate mode to determine if the symptoms would improve. The patient was on 100 mcg/ml of ziconitide and then 25 mcg/ml of zicontide to avoid withdrawal. The patient was titrated down in preparation for pump removal. The patient was last seen in may and had the pump removed on or around (B)(6) 2012. The reason for explant was unknown. They were not aware of there being an issue with the pump. The patient had an adverse reaction to the medication in the pump. The patient was doing fine. The pump was delivering ziconotide.